Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found at the fill port of two (2) 1000ml exactamix eva tpn bags. This event was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed which observed a yellow foreign matter residue on the outside of the fill port connector. Additional magnified inspection was performed which verifies the yellow residue on the outside surface of the fill port connector which is not embedded or in the fluid pathway and the foreign residue was observed in thread of the cap when it was removed. The reported problem was verified. The cause of the condition could not be determined. The second was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted